Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed. The transducer was not returned for evaluation, however the probable root cause of the issue was determined as gastro flex malfunction. The probe was replaced to resolve. Reference# (B)(4).

Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case, a temperature error occurred with the z6ms probe during a transesophageal echo. The exam was completed using a different system. There was no injury.